Event description:
The disposable loading unit was used with an auto suture multifire endo gia disposable stapler during a lung biospy procedure. Reportedly, the staples did not form properly. The surgeon converted to an open procedure. The hospital has not provided any additional information.